Manufacturer narrative:
Investigation summary: the complaint alleges the bd veritor plus analyzer provided a false negative result (catalog number: 256066, serial number: (B)(6). Customer reported they observed the false negative result on the analyzer. Customer said that the test was clearly positive by visual interpretation, however analyzer read as negative. Then, the customer re-inserted the test and it was read on the analyzer as positive. Replacement was provided to the customer. The returned analyzer was not received by bd quality for investigation and thus, returned material investigation could not occur. If the analyzer is received at a later date, the complaint may be reopened. The complaint is unconfirmed. Device history record review for veritor plus analyzer, serial number: (B)(6) was reviewed and nonconformance's related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that during use with the bd veritor plus analyzer, a false negative result was obtained. The test was repeated with a positive result. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd veritor plus analyzer, a false negative result was obtained. The test was repeated with a positive result. There was no report of patient impact.